Manufacturer narrative:
Additional information: a log review was completed and showed that the logs show sureform 45 curved tip stapler with part no 480545-06, lot no k12250515-0280, was installed on the system 7 times and fired 6 reloads (1 gray, 1 white, 3 green, 1 black, in that order). On installs 1-4, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 5, the first clamp was successful, but was followed by a firing failure. On install 6, the stapler failed to initialize with the system. Parameters of the errors indicate high drivetrain friction was detected. On install 7, the first clamp was successful, but was followed by a second firing failure. Parameters of the error indicate that the lockout mechanism was hit during the firing sequence. The logs showed an error code representing the failure. The instrument was then force expired by the system to prevent further use, represented by error code on the screen. It appears the user attempted to re-install the instrument following the force expiration, represented by 2 additional instances of error codes shown in the logs. The instrument was then removed and not used in the procedure again. There were no additional stapler related errors in the system logs.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. The sequence number of the instrument was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. A video review was performed, and it was observed that the sureform (sf45) 45 curved tip stapler was installed on arm 1. At the beginning of the video, the stapler has already been fired, and the surgeon is attempting to remove tissue from the jaws. There is a user interface (ui) message above the stapler arm pod but due to the quality of the video, it was not possible to read it. When the tissue is removed, it appears there is an unformed staple remaining in the reload. In the video, it showed the sf45 instrument and what appears to be a gray reload. It was confirmed that the tissue appears to stick to the reload upon opening of the jaws and is eventually pulled off with use of the tip-up fenestrated grasper also installed. There are two flattened staples and one staple that appears malformed and sticking. It also appears that a previous staple line may have been crossed prior to the event, which may contribute to the malformed staples and sticking. Blank MDR fields: concomitant product: sureform 45 gray reload part no. 48345m, lot and sequence number not available. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy, an issue arose involving the sureform 45 curved tip stapler with a gray reload. The bronchus was the target tissue. The system correctly recognized the stapler, and the clamping and firing steps were completed without incident. However, on the fourth or fifth fire, the reload became lodged in the bronchial tissue, allegedly preventing the stapler jaws from opening. It is unknown if the surgeon fired over an existing staple line and if buttress material was used. Despite the reload becoming stuck, there were no obstructions¿such as clips, staples, or other hard materials¿between the instrument jaws. The surgeon was able to resolve the issue by removing the reload, which allowed the stapler jaws to open. The bronchus was subsequently repaired using a laparoscopic stapler. There was no bleeding, no unexpected tissue removal, no injury, and no procedural delays. The surgery was completed as planned.